Event description:
The spouse of the suspect device user called to report that the device had a value of 989mg/dl stored in memory. The spouse also stated that they did not know what the actual test result was at the time the test was taken.